Event description:
It was reported to philips that the x-rays could not be emitted. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer when the issue occurred, and the procedure was delayed for 20mins and completed by using the different protocol. The philips field service engineer (fse) inspected the system on site and confirmed that x-rays couldn¿t be emitted. Review of the system log file showed that a tube current out of range error has occurred, signifying an abnormal x-ray output caused by excessively high current levels. To resolve the issue, fse replaced the entire x-ray tube and made various adjustments, restarted the device several times. The defective x-ray tube was returned to philips for analysis and found that the tube had failed due to a vacuum leak in the cathode insulator and a microleak in the cathode ceramic was responsible for the failure and this microleak results in a gradual decline in vacuum quality. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.